Manufacturer narrative:
Concomitant products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3987a, lot# n175237, implanted: (B)(6) 2009, product type lead; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3987a, lot# n174771, implanted: (B)(6) 2009, product type lead; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3987a, lot# n174771, implanted: (B)(6) 2009, product type lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that a device was implanted in 2009 and after four years the patient was told that the lead was infected. It was noted that the patient¿s doctor had ¿no explanation.¿ it was reported that the device had been implanted in the spine and was removed. It was noted that the patient was in the hospital for one week and was sent home with antibiotics for six weeks. Additional information has been requested but was not available as of the date of this report.